Manufacturer narrative:
The company representative examined the system but was unable to find anything that would have contributed to the reported issue. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported difficulties in the vertical flap on the temporal side following corneal flap creation. Treatment was completed in the traditional way without harm to the patient. Additional information received; there was resistance in the cut and the surgeon proceeded with a blade.